Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 24jul2019. The manufacturer¿s international service technician could not duplicate the reported issue but confirmed the errors had occurred in the historical data logs. The manufacturer¿s international service technician replaced the cooling fan, power management (pm) printed circuit board assembly (pcba) and motor controller (mc) pcba to prevent failure. The pm board was returned to the manufacturer for investigation: it was tested and no failures were identified therefore no root cause could be determined.

Event description:
The customer reported that the "cooling fan speed error" was displayed during pre-use checking. The customer reported that there was no patient involvement.